Event description:
Sunnex celestrial star surgical light. Wiring melted in head of unit while under normal operating conditions, melting the physical body of the light and destroying its internal wiring. Retailer: (B)(4) supply. Retailer state: (B)(4). Purchase date: (B)(6) 2012. I still have the product in my possession: yes. The product was modified before the incident: no. Have you contacted the manufacturer: yes. Explanation: the manufacturer sell a "rewire" kit and requested I purchase it and rewire the light myself. May we include your report: yes, you may include my report with any attachments on (B)(4). May we release your name and contact information: yes, you may release my name and contact information to the product manufacturer/importer/private labeler. Document number: (B)(4).